Event description:
It was reported that during a laparoscopic appendectomy procedure that when the surgeon went to close the device to enter it into the trocar the device wouldn't close. Some trouble shooting was done but was unsuccessful. Another like device was used to continue with the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 7/10/2024. D4: batch # 953c12. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was returned with no apparent damage and with a 6r45b reload loaded in the device. The reload was received unfired. During the functional test, while trying to close the device with the reload loaded, it could not be closed. Further analysis shows that the wedge guide was partially advanced, this condition did not allow close the jaws. Due to the condition of the device no functional test was performed. The device was disassembled to verify the condition of the internal components and the triangle image on the pinion & gear was not properly aligned with the short rack. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 953c12, and no non-conformances were identified.